Event description:
A consumer reports, streaks of light are seen when looking at a light source after cataract surgery and intraocular lens (iol) implant. The iol remains implanted at this time. The consumer has an appointment another surgeon for a second opinion.